Event description:
My (B)(6) y/o daughter reported tampon "exploded" upon removal. It appears to have completely unraveled and left behind traces of material in her. It was not one of the recalled lots from kotex but was another type from the u line. Reported to kotex who are investigating.